Manufacturer narrative:
All information provided by manufacturer and maude report mw5036013.

Event description:
It was reported that the right ventricular lead was defective. No further information is available.